Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of a single use product issue was confirmed because it was reported that during troubleshooting of a check final line alarm and leaky final bag, the home patient (hp) changed out the final bags only and reused the cassette during therapy, which is a use error. However, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check final line alarm that appeared on the home choice (hc) display during prime, the home patient (hp) stated that the last bag they connected was leaking so they changed out the final bags only. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.